Event description:
It was reported that the softclix lancet stuck in the patient's arm and the lancet had to be surgically removed. No further information was provided regarding the treatment and hospitalization. The lancet lot number was not provided. The lancet was discarded; therefore, no product could be requested to be returned for product evaluation.